Manufacturer narrative:
B3-date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient lost effective coverage due to both of the drg leads had migrated. The patient underwent surgical intervention where the leads were replaced with new leads restoring therapy.